Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient arrived at the heart failure clinic on (B)(6) 2019 with 2 days of noted purulent drainage coming from the drive line insertion site. The patient was with fever, chills, and tenderness at drive line site. The subject was sent to the emergency department and antibiotics were initiated. An infectious disease doctor was consulted and the subject was admitted to the hospital. The culture was positive for mssa. Patient was showing improved symptoms on antibiotics but the subject was on heparin gtt for inr bridging. When inr therapeutic on (B)(6) 2019 the subject was discharged to home with PICC line for an at home IV antibiotics therapy until (B)(6) 2019.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event